Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an ffr comet pressure wire with the occ cable. The occ cable/handle, tip, device shaft, and sensor port were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed that the tip was stretched. The occ handle was connected to the ffr link to verify the signal strength. There were no issues in connecting to the ffr link. The signal was present and showed green lights, as designed. The occ handle was then connected to the bench top testing equipment and the wire was inserted into the pressure chamber. The pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. The occ handle was again connected to the ffr link. The device was then connected to the polaris (ilab) test equipment via bluetooth signal. The wire communicated to the polaris system and zeroed as designed. With the wire inserted into the test pressure chamber, the wire transferred a pressure waveform to the polaris which indicates a functioning wire. Product analysis did not confirm the reported event, as the wire was able to get a signal when connected to the ffr link and when connected to the polaris (ilab) test equipment, the wire was able to zero and transferred a pressure waveform, indicating the wire was functioning as designed.

Event description:
It was reported that a procedure was canceled. A comet device was advanced to perform fractional flow reserve (ffr) diastolic hyperemia-free (dhf) on the anterior descending artery (ada). There was no measurement of values and it was noted that there was a warning of a non existent problem (patient without any arrhythmia). The attempt to perform cardiac catheterization was unsuccessful due to technical problems. No patient complications were reported in relation to this event.

Event description:
It was reported that a procedure was canceled. A comet device was advanced to perform fractional flow reserve (ffr) diastolic hyperemia-free (dhf) on the anterior descending artery (ada). There was no measurement of values and it was noted that there was a warning of a non existent problem (patient without any arrhythmia). The attempt to perform cardiac catheterization was unsuccessful due to technical problems. No patient complications were reported in relation to this event.